Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient said the implant has been off since the beginning of 2017 because they couldn't charge it because it was implanted on the wrong side and it was turned up right after the surgery. Patient also said they let the implant die at this point in time because they didn't want to have someone go back in their back and do that terrible thing where they know where the wires are in their spine. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.